Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the moderately tortuous and calcified mid left anterior descending (lad) artery. The 2.75 x 12 mm nc tenku dilatation catheter was used for pre-dilatation and ruptured at 4 atmospheres. A non-abbott dilatation catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.